Manufacturer narrative:
One used device was received for eval; however, no testing was performed. This is a known issue. Hospira has completed a formal investigation to address the issue of leakage from the blue stopper in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the blue stopper was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that the vial was filled with dilaudid 30ml with a concentration of 0.4mg/ml. On an unspecified date, the vial was loaded into a pt controlled analgesia (pca) pump and the pump was programmed to deliver dilaudid 0.4mg/ml, in the pca+continuous mode, with a continuous rate of 0.4mg/hr, a 0.4mg pca dose, an 8 min pt lockout, and a 6mg four hour limit, and the delivery was started. On (B)(6) 2013 during morning shift change, the nurse noted that the reported narcotic tolerant pt was diaphoretic and was exhibiting symptoms of poor pain control. At this time, the customer contact reported that the nurse checked the device and found that an insignificant volume of solution had leaked onto the floor; however, 10ml of solution remained in the vial. The customer contact indicated that the volume that leaked onto the floor was probably not enough to account for all the medication. The customer contact reported that the pt might have received unspecified pain medication as needed. No specific details were provided. The vial was replaced and the therapy was resumed. A visual examination of the vial at the user facility found leakage of solution from around the blue stopper of the injector in the vial. The customer contact reported there was no delay of therapy critical to this patient. The customer contact indicated that medication diversion or device tampering is a possibility and is being investigated at the user facility. Though requested, no add'l info was provided including the amount of solution expected to be remaining in the vial and if any medical interventions were required.